Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. There were no signs of pe at discharge or at the two week follow-up. At the three week follow-up, a pe was noted on transesophageal echocardiogram. The physician suspected it may have been caused by the patient's medication regiment. It was further reported that a pericardiocentesis was performed. The patient went home and was reported to be doing well.

Manufacturer narrative:
B3: date of event - estimated based off the physician reaching out to the rep regarding any recent late pericardial effusions.

Manufacturer narrative:
Date of event - estimated based off the physician reaching out to the rep regarding any recent late pericardial effusions.

Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. There were no signs of pe at discharge or at the two week follow-up. At the three week follow-up, a pe was noted on transesophageal echocardiogram. The physician suspected it may have been caused by the patient's medication regiment. No further information is known.